Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are having to recharge their battery every 4 days for the maximum time frame, or else their system will shut off. The patient noted that they use their device 24/7, every day of the year. They recalled that when they first got their device, they could go about a week between charging sessions. The patient tries to prevent the implantable neurostimulator (ins) battery from getting low by charging every couple of days. No patient symptoms were reported. The patient was implanted for non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient reporting that they can't specify the month and year they started experiencing the issue of charging their battery more than normal. However, it was reported that it occurred several months after they had their new battery and leads installed (which was (B)(6) 2014). It was reported that the patient had to keep their system on 24/7/365 or their pain comes roaring back. They stated that their settings are about a 3 and they didn't think that was excessive. It was reported that their issue with the charging taking longer than normal had not been resolved. It was stated they had not talked to their surgeon about it and they were basically just curious about reported and/or actual lasting times between charges. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they weighed between (B)(6) pounds, and have 16% body fat.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.